Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated emi. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the patient first follow-up device-check approximately seven weeks post-implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, oversensing prevention settings were increased to reduce oversensing on the ev lead in the current sensing vector. The vector was not changed as r-wave measurement were lower when the patient was seated, but higher when the patient was standing. A second follow-up was performed six weeks later where an interrogation showed the ev-ICD detected 84 episodes of non-sustained ventricular tachycardia, and five episodes of noise/oversensing all on the same day were also recorded. Review of the episode data showed oversensing and noise indicative of an external source/electromagnetic interference (emi), and some episodes also showed evidence of possible myopotential oversensing. The ev-ICD and ev lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.